Event description:
The facility reported that the pt was over the bed in a sling attached to the lift. While in the process of transferring, the hanger bar assembly became detached from the lift arm and fell onto the bed. The staff was able to make the pt safe and removed the lift from service. No injuries were reported. (B)(4).